Event description:
It was reported that the sys shut down and rebooted on its own. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported. The customer declined svc.